Event description:
A customer in (B)(4) notified biomérieux of a discrepancy involving the vidas® analyser EU (B)(4). The customer reported having problems with quality control vidas (qcv) in position b2. The customer indicated launching several qcvs that were all out of specification (B)(4). The customer indicated that a retrospective analysis was performed and that issues with results were indicated; however specific details were not provided. There is no indication or report from the laboratory or a physician that the failed qcv results led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the field service engineer (fs) went onsite and performed the following service activities: - confirmation of the issue for the position b2. - a pump tester (the fse observed some liquid on b2 position) - a pump cleaner - another pump tester (value already near the limit for b2) - a replacement of the pump for this section. - several checks : spr block check, spr block alignment, tower height check, pump block check, tray depth check. - a leak test and a qcv conform. The cause of the qcv issue was due to leakage in position b2, detected by qcv failure on december 7, 2017. The leakage has been repaired during the fse service visit and the qcv issue was resolved. Following qcv failures on position b2, the customer performed a retrospective analysis between (B)(6), 2017 (last good qcv) and (B)(6), 2017 (day after qcv issue). Retrospective analysis showed that thirteen (13) samples have been run in the position b2 for several types of assays. Results are as follow: · six (6) samples were not rerun because the samples were not available: - 4 pct results: initial result is compatible with the clinical history. No impact reported. - 1 lyme igg result (patient named "(B)(6) the result is compatible with the clinical history (this patient has had a toxoplasmic seroconversion). No impact reported. - 1 havt results (patient named "(B)(6). No clinical information as it is a patient center anonymous screening. No information on whether the patient was vaccinated. Vidas® anti hav total is a test performed as part of a complete serology assessment. A false result cannot be excluded for this sample but no information was provided by customer. · seven (7) samples were rerun: - five (5) samples were identical to the initial results: no impact. - one (1) lyme igm was re-run : result=0.42 (positive) and initial result=0.19 (negative). Positive result was confirmed by western blot. For this patient (named "lez") the initial result was not provided to physician because the result is near to equivocal zone of lym test. The customer waited for the western blot result. So there was no impact on the patient. - one (1) lyme igg was re-run: result=0.04 (negative) and initial result=0.25 (positive). No treatment was put in place, a western blot was sent and it was negative. No impact for the patient (named "con").